Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 230 mg/dl, but was previously in the 400 mg/dl range. The no delivery was resolved by changing the infusion set and reservoir. The insulin pump was not returned for analysis.